Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis/hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the skin for between 49 to 71 hours. On (B)(6) 2026, the patient experienced a loss of continuous glucose sensor communication, with the controller displaying a persistent ¿searching for sensor¿ message despite prior normal function and confirmed line of sight between the pod and sensor. The issue did not resolve with waiting. During this time, the patient experienced rapidly worsening hyperglycemia. Blood glucose measured 22 mmol/l (396 mg/dl) on both the controller and a finger-prick test, with ketones measured at 4.7 (units not provided). Corrective actions included administration of 6 units of insulin by manual pen and a 50% temporary basal rate increase for one hour per prior healthcare professional guidance; these measures did not result in blood glucose improvement. The patient developed symptoms of nausea, dry mouth, and light-headedness. Following contact with the diabetic department, the patient was advised to change the pod immediately and attend the emergency department. The pod was removed at home, and the patient presented to the emergency department, where diagnostic testing confirmed hyperglycemia and diabetic ketoacidosis. Treatment included intravenous fluids and an insulin drip (exact dosages not documented). Blood glucose improved to 10.8 mmol/l (194 mg/dl) later that day and further to 8.6 mmol/l (155 mg/dl) by the evening, with ketones reduced to 0.3. The total hospital stay was approximately 6.5 hours, after which the patient was discharged. A prescription for long-acting basal insulin (optisulin solostar) was provided for use in the event of future pod or controller failure. The removed pod was discarded and was not available for return or further investigation.